Event description:
In 2005, two cypher stents were deployed in the rca of a 51 year-old male pt. A 3.5 x 33 cypher was first deployed in the proximal right coronary artery, and post-dilated with an nc monorail balloon at 20 atms. Then a 3.0 x 33 cypher was implanted in the mid to distal right coronary artery, overlapping the distal end of the first stent. No post-dilation was performed on this second stent. In 2008, the pt returned for a regularly scheduled followup, and ivus showed the 3.0 x 33 cypher stent to be fractured in its overlapping portion. There was no evidence of stent thrombosis. A 3.0 x 28 xience stent was then placed in the distal rca, and a 3.0 x 28 promus stent was placed in the mid rca. The pt is said to be doing well at this time, with no symptoms.

Manufacturer narrative:
The product could not be returned for analysis; it remained implanted. A review of the manufacturing records could not be done without a lot number. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Review of the available info suggests that vessel/lesion characteristics and procedural factors (long stented segment) may have contributed to the event. This product is distributed outside the united states, but is similar to us distributed stent delivery systems.